Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarm insulin flow blocked. Customer's blood glucose was unknown mg/dl. The customer did not want to perform any troubleshoot, he wanted to get the device replaced because he feels it is not working. It was explained to the customer that we first perform troubleshooting but he would not allowed it. The customer was advised that the request for the pump to get replaced can be submitted but it is up to local office. The customer hung up and did not want to continue.